Manufacturer narrative:
Device used for treatment, not diagnosis. Patient identifier, dob & weight not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant parts: therapy dates: (B)(6) 2016. Pfna-ii - prox. Fem. Nail (part# 472.105s lot# unknown / quantity 1). Locking bolt ø 4.9 mm, self-tapp (part# 459.340vs / lot# unknown / quantity 1). Pfna-ii end cap (part# 473.170s / lot# unknown / quantity 1). (B)(4). Device history records review was conducted. The report indicates that the: part: 04.027.051s / lot: l009812, manufacturing location: (B)(4), manufacturing date: 10.jun.2016, expiry date: 01.jun.2026 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following devices were used in surgery for femur trochanteric fracture on (B)(6) 2016. On (B)(6) 2017 it was found that the pfna-ii blade, l 80 mm, had been cut out. Then the surgeon reset it where it was supposed to be on (B)(6) 2017. However the surgeon found the blade penetration of the femoral head again, so he extracted the blade completely on (B)(6) 2017. This complaint involves 1 part. This are two complaints. (B)(4) covers the first time, when the blade migrated. (B)(4) covers the second time, when the blade migrated. Concomitant parts: pfna-ii - prox. Fem. Nail (part# 472.105s lot# unknown / quantity 1). Locking bolt ø 4.9 mm, self-tapp (part# 459.340vs / lot# unknown / quantity 1). Pfna-ii end cap (part# 473.170s / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).